Event description:
The customer reported the unit shut down on a patient; the vent alarmed properly. There was no harm to the patient or change of therapy. The mallinckrodt customer service engineer found the circuit breaker was faulty. He replaced the circuit breaker, and the vent passed the performance tests.